Event description:
It was reported that following the delivery of a defibrillator shock, the device displayed the message (in foreign language) "energy not being delivered" when it should display "energy delivered". The reported problem was found during incoming testing of new devices. There was no pt use associated with the reported problem.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event.